Event description:
It was reported pt had a micl 12.6mm implantable collamer lens implanted in the right eye on (B)(6) 2008. As part of the post market study, the pt reported using eye drops for iritis. The icl remains implanted. Further info has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further is available. See MFR #2023826-2012-00850 left eye.

Manufacturer narrative:
(B)(4). Method - lens work order search. Result - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).